Event description:
An attorney reported his client alleged "severe permanent injuries, pain, suffering, disability, impairment and loss of enjoyment of life" following bilateral lasik surgery. In addition, the plaintiff alleged the "laser system was defective and in an unreasonably dangerous condition". Add'l info provided indicates both eyes were affected. This report is for the left eye, the right eye was reported under MFR report #1061857-2007-00467. The pt was treated with a custom myopia with astigmatism treatment. The target for both eyes was plano. At 1 month post-op, this pt was overcorrected in the left eye by +3.00 diopter and experienced a 1 line decrease in bcva. Ucva improved from 20/cf to 20/100+2.

Manufacturer narrative:
A surgery database performance verification was conducted on this system, and the analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery.